Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.

Event description:
Customer's daughter in law reported customer had a medical event due to incorrect coding with their freestyle blood glucose meter. Customer had one episode of seizure after administered with insulin shot. Customer reported losing consciousness afterward. The paramedics were called in and treated customer with liquid glucose. The customer was taken to hosp for further eval. The course of treatment at the hosp is unknown. An investigation into the details of this event is in process.